Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.

Event description:
Customer requested assistance in changing pump's personal profile due to screen time-out. Customer's time-out feature was successfully updated from 30 seconds to 120 seconds. Reportedly, customer's blood glucose level was sporadic.